Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The fault ID was provided, and the malfunction code was resettable. Technical support assisted the caller with resetting the pump and provided reset instructions. After the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.